Manufacturer narrative:
Patient experiencing prolonged healing after j-plasma facial procedure. No allegation of device malfunction was reported.

Event description:
Patient experiencing prolonged healing after j-plasma facial resurfacing procedure.